Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post-laminectomy pain. It was reported that sometimes the therapy would turn on and then go off; this issue was discovered a couple of years prior to the report. The patient stated that his implantable neurostimulator (ins) needed to be replaced but he was unsure if this is due to normal battery depletion or not. In the end, the patient was sent hcp listings for the patient to contact to discuss the next steps. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their battery unit depleted and needed to be changed. No further complications were reported or anticipated.